Manufacturer narrative:
The date of event is estimated as (B)(6) 2023. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that during attempted closure of an unspecified access site using a prostyle device relative to an interventional procedure, an unspecified failure occurred. The method used to achieve hemostasis was not provided. No additional information was provided.